Event description:
It was reported during procedure the fiber broke at the tip. A basket was used to retrieve the broken fiber tip. The fiber was replaced but the new fiber also broke at the tip. The fragments of the second fiber are still in the patient post operation. The patient will bring back later to retrieve the second broken fiber.

Event description:
It was reported during procedure the fiber broke at the tip. A basket was used to retrieve the broken fiber tip. The fiber was replaced but the new fiber also broke at the tip. The fragments of the second fiber are still in the patient post operation. The patient will bring back later to retrieve the second broken fiber.